Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with the meter compared to the lab. Results as follows: dates: (B)(6) 2011, inratio: 1.3. (B)(6) 2011: 1.2, lab: 1.9. (B)(6) 2011: 1.2, 2.4. The time between tests was not given. Lab draw was within an hour. Pt's therapeutic range is: 2 - 3.